Event description:
This lv lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2016 as it was cut during revision. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).